Manufacturer narrative:
(B)(4). Date sent: 10/11/2021. D4: batch # unknown.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, we've observed two times that the stapler did not staple but cut in the lower staple line and once even not cut and not stapled the tissue. This was associated to one patient. The procedure was delayed by 20-minutes. No fragments were generated. Over-stitching was done to complete the case. There were no patient consequences.